Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was not separated but intensively worn away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. Such a state could also appear after the target tissue was cut off. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. After one and half minutes of use, the tissue pad of the subject device was separated. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported.